Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent shaft broke. The target lesion was a moderately tortuous, moderately calcified, 95% stenosed, mid left anterior descending artery (lad). The physician did not predilate the lesion and attempted to place a 3.0 x 8 mm taxus express2 drug eluting stent, but was unable to cross the lesion. As the physician withdrew the stent he felt resistance and the shaft broke at the junction of the hypotube and distal shaft. The break occurred when the stent delivery system was outside the pt's body. No pt complications were reported. The physician then predilated the lesion and the procedure was successfully completed with another 3.0 x 8 mm taxus express2 drug eluting stent. The pt's status is reported as "satisfactory/good".